Event description:
It was reported, the patient experienced a loss of stimulation. It was stated, the patient turned the device off the night before, then tried to turn on their device in the morning, but could not feel stimulation. Increasing the amplitude and changing positions did not solve the issue. The patient was referred to their health care provider. On (B)(6) 2012, the patient reported they no longer had any concerns with their device system. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012; product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012; product type: lead, product ID: 37744, serial# (B)(4); product type: programmer, patient. (B)(4).